Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) defibrillation and transvenous leads were explanted as the patient had developed (B)(6). No further adverse patient effects were reported. The products will not be returned.